Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, frayed wires were identified on the prograsp forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found pitch up cable broken at the distal clevis hub. The broken cable segments that contain the crimps were still installed in the clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported was one grip cable on one side of the distal clevis was derailed from the distal idler pulley. Yaw motion was non-intuitive as a result. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.